Event description:
During an unknown procedure while firing the device there was a lack of "locking" mechanism. When the anvil was opened, the device could not be withdrawn, once the device was removed the superior wall was cut but not sewn and the inferior wall was untouched. The rectal wall was repaired by hand extending the anesthesia period by one hour.